Event description:
A report was received that the patient experienced post-operative pain and was administered medication. The pain was assessed as being related to the procedure and not related to the device or stimulation.

Manufacturer narrative:
Additional information was received that the pain the patient experienced was normal postoperative pain.

Event description:
A report was received that the patient experienced post-operative pain and was administered medication. The pain was assessed as being related to the procedure and not related to the device or stimulation.